Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump. It was reported the pump stopped at five years and ¿died early¿. Patient symptoms were not reported and further information was not provided.